Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that they have a faulty lens and it was not used. Additional information has received it states that the surgery was completed with another lens and there was no impact to the patient.